Event description:
It was reported that the customer experienced frequent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.